Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, it was identified that the emergency stop reset button was unable to be selected on the imaging system. The button was pressed but nothing had occurred. It was identified the dongle was unplugged. After plugging in the dongle, the issue had resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.